Manufacturer narrative:
Investigation on-going.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: it was reported on (B)(6) 2025 by a surgeon: "on (B)(6) 2025 a surgeon informed in2bones USA that over the course of two years seven (7) out of his twenty-four (24) quantum cases have failed. Six of the cases subsided with all the same mode of failure, all have anterior tibial subsidence in the sagittal plane with resorption. The surgeon stated that in all seven (7) cases, the failures occur on the tibial side, then subsides anteriorly first but then develops more osteolysis as it progresses. The talus side is fine.'

Manufacturer narrative:
The batches numbers are unknown. Analysis of the post-operation x-rays shows the events described: anterior tibial subsidence. According to the surgeon, side effects are always on the tibial side: an anterior tibial subsidence in the sagittal plane with resorption. This failure mode is known and the capa2303-31 was already opened on (B)(6) 2023. The investigation' results of this CAPA don't questioned the design of the prosthesis by the incidents reported. However, it appears that some design improvements are possible on the reusable instruments intended to be used to prepare the tibial cross, to place and impact the prosthesis. A design modification was already opened under the reference (B)(4) as part of preventive and corrective actions identified through capa2303-31. The aim of this design modification was to modify instruments used during surgery in order to achieve a fully axial bone preparation and implantation of the final tibial implant, to get immediate feeling of tibial implant primary stability intra-operatively. The design of the instruments used might explaint the complaint. The design of the implant is not questioned. The design modification (B)(4) was closed in (B)(6) 2025 and the new instruments were released in (B)(6) 2025. As the surgeon reported the surgery occurred over 2 years, we can conclude that the "old" instruments were used. This use could explain the anterior tibial subsidence observed after 6 months post surgery. Moreover, several probable causes were identified in the capa2303-31 (such as the bone quality and comorbidity of the patient and the reeducation performed). The actions of this CAPA are all performed and the effectiveness check is in progress. To conclude, investigation of these events show that: · batch numbers are unknown · x-ray analysis confirms anterior tibial subsidence · the failure mode is known and capa2303-31 was opened on march 2023 · design modification (B)(4) was opened in (B)(6) 2023 to modify the instruments used during surgery · the implants are not questioned · new instruments were released on (B)(6)2025 · surgeries happened over 2 years also "old" instruments were used the root cause of the events is a poor bone preparation due to the design of instruments used for the bone preparation.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: it was reported on (B)(6) 2025 by a surgeon: "on (B)(6) 2025 a surgeon informed in2bones USA that over the course of two years seven (7) out of his twenty-four (24) quantum cases have failed. Six of the cases subsided with all the same mode of failure, all have anterior tibial subsidence in the sagittal plane with resorption. The surgeon stated that in all seven (7) cases, the failures occur on the tibial side, then subsides anteriorly first but then develops more osteolysis as it progresses. The talus side is fine.' The original email from this surgeon, (B)(6) was sent on (B)(6) 2025 to geoff frampton the clinical sales manager at conmed USA. (B)(6)y has written: "I have a concerning trend I have been following for quite some time but I actually went back in the archive and looked these up. Over the course of just over 2 years I have done 24 quantum based off my own internal review 7 have been failures. (29%) 6 have subsided (all with the same mode of failure, all of them have anterior tibial subsidence in the sagittal plane with resorption). 1 was explant with abx spacer and exfix. This is totally unacceptable. I am going to pause use of the quantum until I have a better hold of why this is or if there is some internal review from i2b that provides solutions. Over the course of the decade preceding my change to quantum I was exclusively using stemmed tar (inbone) and had zero revisions and only 2 failures, both infections. (I don't know the exact number but it was approaching 100 tar). This is a very clear and distinct problem. I do not know if it results from planning or instrumentation or technique. It is always the tibial side, it always subsides anteriorly first but then develops more osteolysis as it progresses. The talus side is fine. Regardless, I cannot in good faith continue use of the implant until this is worked out. I doubt other surgeons self report problems to you or review their outcomes but this is a very unfortunate trend and needs to be fixed. I am including immediate post op films and xr from the most recent follow up for all patients with their initials listed first. I would assume this is an unprecedented review for you and probably have never had a surgeon drop this on you, but here we are. I take care of these patients and the responsibility is mine for fixing these. Unfortunately most will likely be revised to stemmed tars in the future." Moreover, pictures of patients's post-op xray were shared on the complaints report of in2bones USA. No further information was provided. Surgeon was contacted on (B)(6) 2025 by (B)(6) (conmed USA), then on (B)(6) 2025 by (B)(6) (in2bones) in order to obtain the batch number and more information on the patients. The surgeon hasn't answered.